Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The issue was resolved after the fse reloaded the system software on site according to isi procedures. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a power loss occurred after power up when staff was out of the room. Upon returning, a 311 error was displayed on the screen. The technical support engineer (tse) explained that a field service engineer (fse) would need to be dispatched to resolve the issue. The procedure was aborted with no reported injury.